Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) triggered inappropriate oversensing episodes for ventricular ectopy. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.